Event description:
Pt received shocks while he was in hospital on implantation day. However, corresponding episodes were not available in device memory. Preliminary analysis revealed that device memories were not activated at the time the shocks occurred; consequently, the episodes were not recorded.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.